Manufacturer narrative:
Method: sample has not yet been rec'd, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Results: w/o the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when rec'd and a f/u up report will be filed.

Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 400ml and flow rate: 5ml/hr. Procedure: right shoulder surgery. Cathplace: unk. Fast flow. Pump was placed on (B)(6) 2011 after surgery, approx 10am. Pt stated that pump ran out by midnight of (B)(6) 2011. Pt also stated that they had poor pain relief, even when they pushed the bolus button (he waited until it was full). Date of event: (B)(6) 2011. Per dfu: labeled fill volume: 400ml. Maximum fill volume: 550ml. Bolus dose: 5ml. Refill time: 60 mins. Total flow rate: 5ml/hr and basal rate.